Event description:
The customer reported that the device would not charge. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would not charge. There was no report of pt involvement. The device was evaluated by a philips field service engineer. Multiple parts were replaced to resolve the reported symptom. We will consider this a malfunction. We cannot definitively determine the cause since multiple parts were replaced. The device passed all testing and was returned to service.